Event description:
It was reported that the patient had an inappropriate shock due to oversensing of a wide intrinsic morphology. The patient had a bundle branch block at the time of the shock. The clinic did a treadmill test with the patient to re-create the rhythm. The doctor has decided to not change any programming settings at this time. There were no additional adverse patient effects. The system remains implanted.